Event description:
Nurse looked at monitor, and noted infant was bradycardic with a heart rate of 57, sp02 70's; but the monitor was not alarming. Nurse checked and all the alarms were set appropriately, and the alarm volume was at 100%. Device removed from service and sent to biomedical services. No untoward patient harm noted.